Manufacturer narrative:
Date of death: the date of the patient death was estimated to be (B)(6) 2019 (month and year valid). The exact date of the patient of death was requested but remains unknown. (B)(4). Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs) and a non-medtronic guidewire, in a patient with tortuous abdominal aorta and tight stenosis of the native aortic valve, a pre-implant dilation was performed with an 18 mm balloon. The dcs was inserted into an 18 french non-medtronic introducer sheath without issue. Advancement issues were encountered due to the tortuosity of the anatomy and the calcification of the native valve. Several unsuccessful attempts were made to cross the native aortic valve. The dcs was withdrawn to the descending aorta in another attempt to reposition and cross the native valve but was unsuccessful. The system was removed from the patient and a second bav was performed with a 20 mm balloon. The minimum diameter of the access vessel was 7 mm. The dcs was inserted and successfully advanced. The valve was deployed in the desired location without issues and resulted in good hemodynamics. The dcs was removed a nd inspected. No damage was noted on the dcs. Following the procedure, the patient was unable to communicate, and confusion was apparent. On the following day, it was determined that the patient suffered from a disabling stroke. It was unknown exactly when the stroke occurred. It was difficult to identify the stroke during the procedure, due to the patient being in a conscious state of sedation during the procedure. The computed tomography (CT) scans one day following the implant of the valve, showed an infarction located at the left carotid artery. No treatment was provided for the stroke. Four days after the implant of the valve, the patient was transferred to another hospital and subsequently died. The date of the death was not available. The patient did not have a history of stokes. The physician reported that the cause of the stroke was unknown but may have been due to the tortuous anatomy and a piece of the calcified native valve that embolized to the left carotid artery. The physician did not believe that the valve or dcs caused or contributed to the stroke or death.